Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.